Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple pump errors, like pump error 23, pump error 49, pump error 75, and pump error 68, and the customer experienced hyperglycemia. The event involved product(s) mmt-1886. Troubleshooting was performed, and it was confirmed that the customer was able to clear the error, rewind the pump, and fill the cannula. The displacement test was successful. And the pump passed the self-test and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump auto mode/smart guard feature was not active at the time of the high blood glucose event. No further patient complications were reported. The product return is required for mmt-1886.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. Self test returned a pump error 75. In addition to this, unexpected pump error 25s would periodically appear. Thus software was utilized and uploaded trace/history files properly. The case was cut open. The pcba1 j6 internal battery connector was slightly lifted out of its socket. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After pushing the pcba1 j6 connector back into place, the sleep current measurement fell into specs = 0.6756 ma. Self test was executed again, and the test passed. The pump was left running overnight. No unexpected pump error 25s were noted. In summary, the customer¿s report of pump error 75 was confirmed but that of pump error 68, 49, 23 and under delivery were not confirmed during testing. The high sleep current measurement and pump error 75s and 25s are all due to the loosely connected pcba1 j6 internal battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.